Manufacturer narrative:
E1: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient came to her father holding her tracheostomy tube in place as one of the eyes that the tapes passe through had snapped, which meant the tracheostomy tube was no longer held in place. The parents had to carry out an emergency tube change. The event occurred during use.

Manufacturer narrative:
H3: one tracheostomy tube was received for evaluation in used condition. As received, a piece of the eyelet on one of the flanges was observed to be missing. No additional damage or anomalies were observed. The complaint of the tracheostomy tube no longer holding in place can be confirmed due to the damage observed on the eyelet. The probable cause of the damage is unknown. The lot history was reviewed; no relevant nonconformities were identified that may have contributed to the reported complaint.